Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The customer alleged that there was an issue with inaccurate delivery. The bolus was not recorded correctly in the bolus history. This complaint is being reported because the reported issue was not resolved with troubleshooting. This complaint is being reported based on the allegation against the delivery function of the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/13/2016 with the following findings: the pump's black box showed that on 10/12/2016 at 18:40 a 7.35u bolus was cancelled due to an alarm stating that the bolus exceeded the remaining insulin in the cartridge warning. The pump powered on with vibratory and audible features. An ezprime sequence was successfully completed. The pump executed a 1.0u/hr basal program for 24hrs, no alarms were recorded during this time. The alleged issue could not be duplicated.